Manufacturer narrative:
This report is submitted on january 17, 2022.

Event description:
Per the clinic, the patient experienced open circuits on 11 electrodes on (B)(6) 2021. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on march 11, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 09, 2022.